Manufacturer narrative:
The unit has been returned to anodyne for eval. The unit was found to have broken wires that caused one therapy pad to operate at higher than normal temperatures. The number of malfunctions of this type remain within the expected rate for this product based upon the number of incidents reported and the number of units in distribution. Company continues to monitor and trend these events.

Event description:
Purchasing department reported their unit was not working properly and requested to return it for eval. No adverse event was reported. Eval identified broken wires that caused one therapy pad of the unit to operate at higher than normal temperatures and this could cause an adverse event if it were to recur.